Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's physician was unable to implant a drg lead after multiple attempts, during a drg permanent implant procedure that took place on (B)(6) 2019. The patient also experienced a cerebrospinal fluid (csf) leak during the procedure, resulting in the physician performing a blood patch. Postoperatively, the patient indicated having a headache. Follow-up information indicated the patient's headache has resolved.